Event description:
It was noted that during the explant procedure the extensions were severed and left in the patient.

Event description:
It was reported that an implantable neurostimulator (ins) was previously explanted by a physician on an unknown date. That ins was explanted "due to another procedure" but the details of this situation were not available. It was indicated that the ins was depleted when it was explanted. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information from the healthcare provider stated the battery was removed at the time of the patient's discectomy surgery in (B)(6) 2012. It was reported there were no abnormal impedance measurements and the patient desired the explant. It was also reported the patient had a replacement surgery on (B)(6) 2013 to replace the battery. It was reported the battery was successfully implanted using extension adaptors and the patient did not require hospitalization and recovered without sequelae. It was also reported the stimulation was restored to the patient's satisfaction.

Manufacturer narrative:
Product ID, 747220 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 7435 lot#, serial (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).